Event description:
It was reported that the customer was hospitalized due to the malfunction of the insulin pump. The customer's blood glucose level was 127 mg/dl. The troubleshooting was performed. It was found out that their is nothing wrong with insulin pump and customer admitted that he is not familiar with insulin pump and he wants it to be replaced. The customer was advised that the insulin will be replaced. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.